Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that the lead exhibited a decrease in sensing and an increase in capture threshold. The lead was explanted when repositioning was unsuccessful. There were no complications during surgery.